Event description:
It was reported that the trigger of the system 7 dual trigger rotary got stuck and the device kept spinning during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the trigger stuck and the device kept running was confirmed. During the functional inspection it was determined that corrosion in the trigger assembly was the primary failure. Corrosion was also found on several other components, which may have contributed to the event. A trigger assembly failure may cause issues with device functionality including run on. Corrosion likely occurred due to not following recommended cleaning and sterilization methods.

Event description:
It was reported that the trigger of the system 7 dual trigger rotary got stuck and the device kept spinning during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.